Event description:
The device involved in the event was not returned for eval. Reportedly, "the lock was secure but the tube shifted when the female infant, weighing 690 grams, 3-4 days old, turned her head. The infant self-extubated. (It is unreported how long the endotracheal tube holder and tube were in use before the infant self-extubated.) The infant was successfully reintubated. There was no impact to the pt", stated the complainant. A mallinckrodt endotracheal tube was used with the "rsp" endotracheal tube holder in this incident.